Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that every time when attempting to recharge the ins the patient gets a rm05 message on the controller. The caller indicated that they attempted to start a charging session during the appointment today and the controller displayed the rm05 message. The caller connected the patients recharger and controller battery to a second controller. The caller attempted to start a charging session. The caller indicated that they connected to the ins for charging and did not get any error messages. Controller charge level 70%, ins charge level 100%. The caller removed the battery from the second controller and put it in the patient's controller. The caller indicated that the controller would not turn on. The caller removed and reinserted the battery and indicated that the controller still would not turn on. The caller put aa batteries in the controller and the controller powered on. The caller put the rechargeable battery in the controller again and indicated that the controller powered on. The issue was not resolved through troubleshooting. A replacement controller was sent to the patient. Additional information was received from a family member. It was reported that the pt received replacement equipment but when the pt attempted to charge their ins, "recharging not available cannot continue. Install medtronic battery pack and try again", displayed. Caller was not with pt at the time of call and was unable to perform further troubleshooting. The meaning of the message was reviewed and it was recommended that the caller ensure that the pt puts the battery pack in the controller and not aa batteries. The caller stated they will call back if further assistance is needed. The manufacturer representative (rep) then called and stated that the pt's family member text her at 8:30 am indicating that the li battery was fully charged and placed into the controller and the message "recharging not available cannot continue. Install medtronic battery pack and try again" still appeared. It was reviewed that info was not indicated in the previous call from the family member but if that is accurate we can replace the li battery at the caller's request. The caller did not have the li serial number. The caller will follow up to confirm that the li battery was placed in the controller and will call back with battery sn if the issue is indeed persisting. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the recharging not available message was unknown and have not been able to reach the patient (pt). The issue has not been resolved and the office will try to reach out to the pt to schedule. This information was also confirmed with a physician/account. Additional information was received from patient (pt). It was reported that they have had a stimulator for 22 years and never had these equipment issues. Caller stated they don't want to troubleshoot over the phone anymore they want hilary to come to their house and help them in person. Caller stated this is unacceptable. Agent reviewed role of rep, redirected to hcp apologized and offered to help ...to try to figure out the root cause of the issues and caller agreed. Caller stated the issue is that when they are charging the implant they have connection issues, if they move slightly it will lose the connection and they have to start over again. Caller stated that if they lean forward slightly they can get it to take a charge. Caller stated luckily they did that last night and were able to charge it up some. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; caller is seeing no device found (16). Caller then connected recharger and confirmed recharging but with no quality displayed; controller is 100 percent and the implant is 80 percent. A moment later the screen switched to system problem (77) rm05. Caller mentioned that while they were without therapy due to the equipment issues, they were in a lot of pain and were suffering. A replacement recharger (rtm) was sent out. Pt sent back replacement controller from with no info.

Manufacturer narrative:
Continuation of d10: product ID 97755-s ,serial# (B)(6), product type recharger. Product ID 97745nt , serial# (B)(6). Product ID 97745nt , serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , UDI#: (B)(4). Date is approximate. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.